Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported the patient needed to increase amps from his usual .5v to greater than 2.0v. An impedance check showed electrode 6 at 6828 ohms and the rest of the electrodes around 500 ohms. The patient was reprogrammed not using electrode 6. They were able to provide good paresthesia at .6 v and the patient was happy. No patient symptoms were reported. No further complications were reported/anticipated.